Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The software was reloaded and the memory flashed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6800 would not initialize. There was no adverse pt involvement reported. There was no pt info reported.